Event description:
Boston scientific rec'd info that this left ventricular (lv) lead exhibited out of range impedances of greater that 2,000 ohms, and loss of capture. A revision procedure was therefore performed. The lead was suspected to be fractured, thus was surgically capped and abandoned. There was an adapter on the lead which was also removed during the procedure. A previously capped lv lead was utilized for the pt's lv. No adverse pt effects were reported.

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.